Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for spinal pain. It was reported that they had poor coupling with recharging. Patient could not get any coupling boxes when she tried charging. Patient did not want to troubleshoot over the phone and stated that she had an appointment with hcp today and would like a manufacturer rep to come. No symptoms were reported and no further complications were reported/anticipated. Additional information was received from the patient. Caller stated that his device was not charging. It showed that it was charging but the battery bars were not showing.